Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. At a later date, the impedance value returned to an acceptable value. Lead provocation was performed and the impedance only increased minimally. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.